Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of ascys0152 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (ascys0152) have been reported from the same facility in (B)(6).

Event description:
It was reported that the needle protector was not on the needle causing the needle to be exposed and the nurse pricked her finger. It was stated that this occurred twice. This report addresses the second device.